Manufacturer narrative:
Investigation of this event by leica microsystems is continuing.

Event description:
On (B)(6) 2010, leica microsystems received a complaint from the customer regarding very dry tissue from three (3) protocols run on (B)(6) 2010 using a peloris tissue processor.